Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. In addition, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old white female patient underwent a breast augmentation revision surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a revision surgery for an undisclosed reason on (B)(6) 2022. During the surgery, bilaterally ruptured breast implants were discovered. There were no procedural delays or patient consequences reported due to the rupture. As a result, patient underwent bilateral removal and replacement with 350cc (left-sided) and 450cc (right-sided) mentor memorygel breast implants. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-14630 for the contralateral event.